Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument was not submitted to the manufacturer for analysis. It was likely discarded by the site. Therefore, the cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, it was noticed that the probe tip was deformed. There was no reported impact on the patient's outcome neither was there a reported delay to the procedure.